Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on and appeared to have no power to the pyxis. The customer reported a burning smell coming from the unit. They unplugged and reconnected the cables, but the issue persisted. A reboot was attempted, but the problem remained, and rss (remote support service) indicated that the station was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not turning on and burning smell. A field service engineer (fse) had troubleshot the station after a power outage. All internal and external cables were disconnected, the communication sled lights flashed, but there was no all in one(aio) display and a slight smell. After disconnecting the main power cable, the fan began running and all voltages were present, so a bad communication sled was suspected. Later, the fse found the communication sled resistor burnt and replaced the sled. Testing with only main power worked, but reconnecting the serial and pyxibus cables caused the power supply to shut down. By unplugging each cable one at a time, the serial bus cable on medcart 1 was identified as the cause. The cable had internal damage from being pushed against the wall. The customer supplied a replacement cable, the swap was performed, all drawers were reconnected, and the station restarted successfully. The system functioned as intended after the field service engineer repaired the device.